Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been comprised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Scratches were seen on the insulation. The instrument failed the insul scan test. The probable root causes are normal wear, improper sterilization methods, and user misuse.

Event description:
It was reported that the insulation had been comprised.